Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. (B)(4).

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and no anomalies were found. There was blood/body fluid on the outer overlay tubing, helix/lobe mechanism and in sleevehead. The device is part of the advisory for this model.

Event description:
It was reported that there was capturing problem with right ventricular lead. It was also reported that the lead was twisted around in the pocket consistent with twiddlers syndrome. It was further reported the lead had malfunctioned and had a possible fracture. The lead was explanted and replaced. Upon explant the lead was found to be kinked. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead experienced no capture, and an x-ray showed that the lead was kinked, and twisted around the pocket, consistent with twiddlers syndrome. The lead was initially revised; however many days later, the lead continued experiencing no capture. It was further reported the lead had malfunctioned and had a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.